Manufacturer narrative:
The returned device was evaluated and the investigation (completed on (B)(4) 2014) found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer's blood glucose read high (greater than 500 mg/dl) and read 600 mg/dl on a separate meter. The pod alarmed, so the pod was deactivated and removed.